Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Installed a new control panel processor, adjusted 5vdc on board and adjusted the c-arm brakes. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system was unable to get image and a " fast stop activated" error message was displayed on the mainframe. The system was rebooted and the case continued. It was noted that this was the third time it has happened and that there was no activation of the fast stop buttons on the mainframe. It was also noted that the brake handle on the c-arm was loose. There was no report of patient injury.